Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia over several days while using the ilet, with the lowest blood glucose reported below 40 mg/dl and device low and urgent low alerts occurring; the user treated lows with fruit snacks and juice and associated the events with shoveling snow and workouts. Symptoms included no loss of consciousness or other acute sequelae. Outcomes included self-management without assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education on potential causes of hypoglycemia, appropriate treatment to avoid overtreatment, and guidance to consult a healthcare professional regarding activity-related glucose management. Investigation of this case revealed no device malfunction or alarm failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to physiological factors and activity. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.